Manufacturer narrative:
Na investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). Baseline was normal sinus rhythm. The length of the membranous septum was measured to be 2.4 mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The patient had an unspecified block. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the valve noted to be non-uniformly expanded. Multiple recaptures were performed but it was unsuccessful. The valve was able to be implanted at a depth of 3mm. The patient went into an atrioventricular block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A temporary pacemaker was inserted. Additionally, it was reported that it was confirmed to be a transient atrioventricular block. The patient was in a stable condition.

Event description:
It was reported that on (B)(6) 2025, a 23mm navitor vision valve was selected for implant using a small flexnav delivery system (ds). The patient had a prior medical history of right branch bundle block (rbbb). Baseline was normal sinus rhythm. The length of the membranous septum was measured to be 2.4 mm. There was no calcification confirmed from the annulus to the subvalvular to left ventricular outflow tract (lvot). The patient had an unspecified block. Pre-implant balloon aortic valvuloplasty (pre-bav) was performed using an unknown balloon. During the procedure, the valve noted to be non-uniformly expanded. Multiple recaptures were performed but it was unsuccessful. The valve was able to be implanted at a depth of 3mm. The patient went into an atrioventricular block. The patient remained hemodynamically stable throughout the procedure, and there was no clinically significant delay reported. A temporary pacemaker was inserted. Additionally, it was reported that it was confirmed to be a transient atrioventricular block. However, the patient received a permanent pacemaker to resolve this event. The patient was in a stable condition.

Manufacturer narrative:
An event of valve under-expansion and heart block were reported. A returned device assessment could not be performed as the device remained implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. The cause of the reported under-expansion could not be conclusively determined. The cause of reported heart block may have been due to patient underlying comorbidities; however, this cannot be determined. The reported unexpected medical intervention and surgery are results of case-specific circumstances, as temporary pacemaker was implanted and eventually ended up implanting permanent pacemaker. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.